Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector and broken hanger, the output connector assembly and the hanger assembly were both noted to be broken. It was additionally noted that the lower case was damaged, the display was out of specification in an electrical manner, the battery wires were pinched (wire insulation was not compromised) and the lock key on the keyboard was soft. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken atrial port and a broken hanger. The generator was returned for service. There was no patient involvement.